Event description:
It was reported to medtronicneurosurgery that the valve was stuck at pressure level 0.5. According to the report, the valve was explanted.

Manufacturer narrative:
The valve was patent. It met requirements for siphon, reflux, and leakage tests. It also met all of the requirements for the pressure-flow tests. Additionally, the valve was able to be adjusted to all pressure level settings with a single attempt. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).